Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in addition to a femostop device due to post-deployment bleeding. Pt was admitted to the emergency room 20 days after angio-seal deployment with left leg pain. An angiogram at this time revealed local stenosis in the posterior tibial artery. The pt was brought to radiology 1 day later to remove the occlusion. This was unsuccessful and the pt was scheduled for surgical intervention. The pt was reported to be in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If that should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.